Manufacturer narrative:
Follow-up #1 and final report submitted based on the results of investigation. Reported event: it was reported that while impacting the cup a vizadisc flew off of the pelvic array. We replaced the vizadisc and made sure it securely snapped on to the peg on the array. Impacted again, same thing happened, same vizadisc flew off. This happened multiple times. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection CAPA 2127499 has been raised for the same. Product history review: review of the device history records indicate (B)(4) devices were manufactured under lot 19470117 and accepted into final stock on 04/07/2017. No non-conformance were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112230, lot number 19470117 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. H3 other text : product was not available for evaluation.

Event description:
While impacting the cup a vizadisc flew off of the pelvic array. We replaced the vizadisc and made sure it securely snapped on to the peg on the array. Impacted again, same thing happened, same vizadisc flew off. This happened multiple times. Surgical delay- =15 minutes. Case type: tha.

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available¿.

Event description:
While impacting the cup a vizadisc flew off of the pelvic array. We replaced the vizadisc and made sure it securely snapped on to the peg on the array. Impacted again, same thing happened, same vizadisc flew off. This happened multiple times. Surgical delay- 15 minutes. Case type: tha.